Event description:
It was reported that the customer jumped into a pool while still wearing his insulin pump, which stopped responding. The customer's blood glucose was 171 mg/dl. It was stated the insulin pump was vibrating without an alarm or alert and the display went blank immediately after exposure to moisture. A constant tone was also stated to have been occurring. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. Insulin pump had moisture damage found on lcd board, cracked case on display window corner, minor scratches on lcd window and cracked reservoir tube lip. No blank display or vibrating noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).